Event description:
It was reported to the manufacturer, by facility, per facility a pt was injured while using the 0770 ultracare bed with f17tmal 1/2 length pt rails. Per facility, this event was unwitnessed, the nurse heard the pts breathing change which prompted her to go into the room. Although not witnessed, it is reported that the pt caught their fingers in the f17tmal half-length rail where the plastic molding joins at the bottom. Per facility, the rail appeared to have a cracked seam. Pt reportedly received eight (8) stitches to close the index finger and six (6) to close the middle finger. Per facility, the maintenance records do not make notes regarding inspecting devices for seam splitting before being put into use. Complaint (B)(4) was entered into system and ra# (B)(4) issued to retrieve the rail for eval. The device has not been received for eval as of this writing as such we are unable to confirm device condition.